Event description:
The manufacturer received information alleging the patient passed away. The situation on the day was as below: 5/6 17:00 ventilation started after attaching the circuit to the patient. 22:30 a nurse performed circuit replacement for a patient with sputum obstruction. 23:30 the nurse confirmed the patient's death while visiting the patient's room to check on him. The data extracted does not have recordings between approximately 21:00 and 23:30. There is a possibility that during a circuit exchange, the device was put on standby, or the power was turned off, which may have caused the interruption in the data recording. This has led the other party to consider the possibility that ventilation may have been interrupted during this period due to some cause or reason. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was in standby at the time of the event as evidence from the downloaded event log. Performed final test and confirmed that there is no abnormality in the device. In addition of the above evaluation, the technician performed final test, valve check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.